Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer powered up to a black screen and that the screen was not working. The programmer's hard drive was reconfigured and loaded with updated software. Analysis was able to confirm the comment regarding the printer issue, therefore the printer drawer was replaced. It was also indicated that the power cord bay was broken and the lower case was worn. These parts were replaced and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer powered up to a black screen and that the screen was not working. It was also reported that the programmer's printer was broken. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.